Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 20 mg/dl. The customer stated that he was hospitalized due to low blood glucose readings. The customer stated that he had an episode where he was driving a few years ago and hit a tree. The customer stated that he has been in the hospital several times and has been off the pump for several months. The customer stated that he had several low blood glucose readings. The customer stated that he received the letter from medtronic and wanted to document the information.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.